Manufacturer narrative:
Analysis found residue in the motor gear train and on the gear pinion of the motor gear train, and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a request for follow-up indicated that the pump was replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml at a dose of 10 mg/day via an implantable pump. The indication for use was not provided. It was reported that the motor stop code 100 occurred. The pump was reprogrammed as troubleshooting. It was reported that the logs showed motor stall occurred (B)(6) 2019 at 18:02 and motor stall recovery (B)(6) 2019 at 14:09. It was indicated that no cause or contributing factor (e.g. MRI, emi, magnet) that may have led to the motor stall was determined. It was unknown if the pump would be replaced.